Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/4 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes for children with congenital heart disease undergoing ventricular assist device implantation an action registry analysis. Journal of the american college of cardiology. 2025; 85:804¿814. Doi: 10.1016/j.jacc.2024.10.083 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding children with congenital heart disease (chd) and outcomes after left ventricular assist device (vad) implantation. Patients were studied in groups of univentricular chd, biventricular chd, or non-chd. Children with chd had a significantly higher risk for post¿vad implantation morbidity and mortality than children with non-chd. The authors described patient deaths in all groups; however, the specific causes of death were unknown. There were patients in all groups who experienced hemorrhagic or ischemic strokes and ischemic strokes with hemorrhagic conversion, acute encephalopathy, hypoxic ischemic encephalopathy, transient ischemic attack (tia), major bleeding events, sepsis, mediastinitis, localized non-device infections, sustained supra ventricular tachycardia (svt) which required drug treatment or cardioversion, sustained ventricular tachycardia (vt) which required defibrillation or cardioversion, renal dysfunction, hemolysis, hepatic dysfunction, unknown device malfunctions, or respiratory failure. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.